Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue at time of report with tandem technical support, therefore no additional information was obtained.